Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: false positive.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Bd service communicated with the customer and confirmed that no abnormalities were found. This is an unconfirmed failure of the bd product. Root cause of false positive is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and 1 additional work orders was observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed no instrument related issues. Bd quality will continue to closely monitor for trends associated with this failure."

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged false positive results occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: false positive